Event description:
Reporter, caregiver, called on behalf of her patient. Reporter stated she has received the er1 message twice but is unable to remember when. Reporter did compare confirmation dot with the color chart on vial both times. The first er1 message occurred as soon as she inserted the test strip. The color comparison matched to the darkest blue. Reporter then retested and received a blood glucose result of 225 mg/dl. The second er1 message compared with the lightest color on the color chart. Retest showed a blood glucose of 69. Reporter then gave her patient some orange juice and retested receiving a reading of 90 mg/dl blood glucose. Reporter has never done a control solution test.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8